Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this patient went to the hospital complaining of dizziness. There was noise on the rv lead. The patient is not pacer dependent so the dizziness is not likely caused from pacing. There was one daily impedance of about 200 ohms. The noise was not reproducible during follow up. There is no mention of any intervention.